Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with low glycemia. Customer's current blood glucose was 68 mg/dl. Customer stated the lows have been occurring for the last 2 years. Customer stated that he was admitted on (B)(6) 2015 with a blood glucose of 29 mg/dl. Customer stated that he was incoherent and has a history of running low. Customer was advised to monitor his blood glucose.